Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5071501, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that one of the patients leads had high impedances. X-ray was taken and revealed migration of the other lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(4)). Device evaluation indicated that the complaint of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-70 (sn: (B)(4)). Device evaluation indicated that this lead was returned due to lead migration. However, the proximal array is fractured. There is no blood or corrosion on the fractured section of the lead, suggesting that the damage occurred during the explant procedure. The visual abnormalities on the proximal arrays with separated spacers are believed to be induced during the explant procedure when removing/pulling leads from ipg ports. X-ray inspection of the lead revealed that seven cables were completely broken at the bent/kinked proximal array of the lead. Aside from the damaged proximal end, no other anomalies were identified that would have contributed to the reported lead migration.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that one of the patients leads had high impedances. X-ray was taken and revealed migration of the other lead. The patient underwent a lead replacement procedure and was doing well postoperatively.